Event description:
Reportedly, loss of ventricular capture was observed with the ICD device involved in this MDR report. It should be noted that an rf ablation system was used prior to that observation.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.